Event description:
On (B)(6) 2011, a spontaneous report by an internal medicine physician was received from a company representative regarding a patient (age and sex not reported) who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history, skin type, and concomitant medications were not reported. The patient received an injection of restylane on an unknown date to an unspecified site. Pre-procedure medications and additional procedures performed at time of implantation were not reported. On an unknown date after the implantation, the patient developed shortness of breath. At a follow-up appointment with the physician, a couple of days after the implantation, the patient complained of shortness of breath and requested to have the product removed. No additional information was provided. The lot number and expiration date for restylane were unknown. On (B)(6) 2011, additional information was received from the physician. The patient was a (B)(6) female. Medical history included no allergies and previous injection of unspecified fillers and botox (onabotulinumtoxina) in the past (it was unknown if "events had occurred with previous use"). The patient's skin type was fitzpatrick ii. Concomitant medications were unknown. The patient received an injection of restylane on an unknown date to the nasolabial folds (volume injected to each side reported as "cc"). Pre-procedure medications included topical lidocaine. No additional procedures were performed at the time of implantation. The patient went home after the implantation without adverse event. On an unknown date, the day after implantation, the patient contacted the physician complaining of shortness of breath (exact date of onset unknown). The physician recommended that the patient to come in for an evaluation and offered to remove the product, but the patient did not come in, and as of (B)(6) 2011, had not contacted the clinic. Treatment for the event was unknown. Attempts by the clinic to reach the patient had been unsuccessful. No additional information was provided. The physician's opinion was that treatment did not cause the reported events. The physician's assessment of event severity was unknown, as the physician had been unable to evaluate the patient.

Manufacturer narrative:
Additional PMA: p040024.